Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated potassium (k) results generated by the au403-02e chemistry system for one patient sample. The elevated results were obtained from a serum sample. The results were reported out of the lab and were questioned. A plasma sample collected from the patient gave lower k results. Patient treatment was not affected.

Manufacturer narrative:
Calibration, qc, and precision performance for potassium were acceptable. The serum sample was collected in a sst tube, and plasma specimen was drawn in a lithium heparin tube. Service was not dispatched fort his event. A clear root cause for this event has not been determined.